Event description:
During a procedure the catheter became lodged in the iliac on another MFR's previously placed stent. Upon attempted removal,the tip of the catheter separated. A snare was utilized in an attempt to retrieve the separated segment. The snare also became caught on the stent and the seaprated segment had to be cut. Two pieces of the catheter tip remained in the pt. The pt was taken to surgery but removal of the pieces were unsuccessful.